Manufacturer narrative:
The device without the power supply unit (psu) was returned to resmed for evaluation. Review of the device logs showed no power related faults on or prior to the date of the reported event. The reported failure could not be reproduced during in-house testing and the device operated per specifications. The device was serviced, cleaned, calibrated and tested before it was returned to the customer. An extensive review of the data logs and the evaluation results were performed by the design house. Based on the available information and previous investigations of similar complaints, it is possible that the reported issue was due to defective power supply unit (psu). Resmed's risk analysis for these failure modes concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device failed to detect its power supply unit (psu). There was no patient injury reported as a result of this incident.